Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the device was not booting. Upon checking fse found that the issue was most likely caused by a faulty flex pc and diagnosed the flex pc using a pc analyzer/pc diagnostic tool on their service laptop. The diagnosis revealed that the flex pc was not working. This information was communicated to the customer and the contracting 3rd party servicing company 626 imaging. Service was arranged to be completed by 626 imaging, and the philips fse provided the replacement part to 626 imaging. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device was not booting, stalling at 00:00. The device was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.